Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps device was used during a biopsy procedure. According to the complainant, while testing the device, outside the patient and prior to use, the "gold teeth" fell off. The procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps device was used during a biopsy procedure. According to the complainant, while testing the device, outside the patient and prior to use, the " gold teeth" fell off. The procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the device was returned with the cautery plug detached from the handle. The jaws were not detached. Functionally, the jaws opened and closed within specification. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. Based on the evaluation, the ''gold teeth'' did not fall off, however, the gold cautery pin was detached from the handle. The evaluation attributed this to improper assembly. Therefore, the most probable root cause is manufacturing. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted.